Event description:
Patient was revised to address a painful hemi shoulder which seemed to be overstuffed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the lot code required was not provided. It is reported that the patient had a hemi shoulder done in 2010 and it became painful, it seemed to be overstuffed. The doctor removed the global adv 40x18 head and replaced it with a 40x15 head, also converted it into a total shoulder. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.